Event description:
New information notes that, on (B)(6) 2024 the lead capped and replaced. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and low defibrillation impedance on the right ventricular (rv) lead. No changes or intervention were reported. The patient was in stable condition.